Event description:
The trapease filter did not fully deploy; only the top half of it opened. The top of the filter was in satisfactory infrarenal position. It was not retrieved from patient. An ivcgram was performed and the ivc measured "fine" with no indication of vessel tortuosity; thrombus load or calcification. There were no technical difficulties encountered in deploying the filter, except that the filter did not open as described earlier. A second, suprarenal trapease was inserted. The reporter did not recall if the thermal indicator had been activated on the complaint unit, but did indicate that the product had not exceeded its expiration date.

Manufacturer narrative:
A review of the device history records associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.